Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and audio anomaly. The customer¿s blood glucose level was unknown. The customer reported that the diminished battery life had to change once a week and alarm volume not as loud anymore. It was reported that the escape and down buttons less responsive. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage/unlocked lcd keypad connector during visual inspection noted. No audio/beep or back light anomaly noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, device out limit or failed device test alarms during testing. Device had cracked lcd window.